Manufacturer narrative:
Based on the complaint report, the angiogram taken after closure revealed "haziness where manta was deployed." A balloon was inflated to clear the stenosis, and it was reported that the vessel appeared normal after the inflation. The root cause of the haziness or narrowing of the artery is likely from the anchor being positioned incorrectly, and/or collagen partially deployed into the vessel, resulting from the less than optimal access site location (access site too low and in tortuous area of the femoral artery.) The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac wall such as dissection, and other access complications leading to endovascular intervention. The risk documentation has been reviewed and confirmed this is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history record was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
A tavr was performed on a male patient on (B)(6) 2020. It was noted that the patient had calcification of the vessel, but not at the access site. It was reported that the case was "unremarkable". A post closure angiogram showed narrowing of the artery "haziness" at the access site. The physician advanced a balloon (8x40) across the access site and inflated. "Normal" flow was returned to the vessel post balloon inflation.